Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's implant explantation surgery was rescheduled for (B)(6) 2019. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 5609516 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 7741740 sn: (B)(4) and (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 7741740 sn: (B)(4). Manufacturer¿s reference number: (B)(4).